Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 410 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was alleging that the insulin pump was underdelivering the insulin. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.